Event description:
Complainant cares for pt in their home, assisted by a home health helper. Box of latex gloves had been purchased approx 1 month ago. Only 5-6 gloves were remaining in the box, but when complainant put their hand in to retrieve a glove they were pricked by a used insulin syringe needle. Syringe contained a dried blood-like substance. No one who has been in the house uses insulin or a syringe of this type. Complainant returned the empty glove box to the place of purchase and went to the local health dept to report the incident. The skin prick was not deep enough to draw any blood and the health dept personnel could see no evidence of skin damage. Blood was drawn for baseline testing as a precaution. Glove packaging was normal at the time of opening with no evidence of tampering.